Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is related to a (B)(6) patient. It was reported high impedance was found. In turn, the patient's lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The return octrode lead passed functional and electrical. As received, the octrode lead was complete and clear. Microscopic inspection did identify set screw marque on the indicator band, as well as a cam impression mark. No root cause was identified for the reported event.